Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports. Pt information not provided. Phone and email contact for foreign physician not provided.

Event description:
Patient presented with large right axillary lump with erythema and fever 3 weeks after treatment. Incision and drainage with antibiotic solution, pain medication prescribed, no antibiotics. No culture obtained. Follow-up 2 days later shows improvement in erythema. Physician reported that patient recovered.